Event description:
It was reported via legal that on (B)(6) 2015, the patient underwent right total knee replacement surgery. The patient experiences pain in her right knee and will likely require a revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Investigation -based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Patient has bilateral knee replacements, this is suggestive of joint maladies. These devices are used for treatment not diagnosis.